Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration, qc data, and alarm trace: - most of the calibrations had data flags. - the qcs showed out-of-range results. - the alarm traces indicated a clogged sample probe and a misaligned reagent probe. The field service engineer (fse) inspected the module. He replaced the sample probe and incubation water, checked the gear pump, performed a cuvette blank, performed calibrations, qcs, and precision checks with acceptable results. Following the fse intervention, no further issues were observed. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant albumin gen.2 - urine application results from one urine patient sample tested on the cobas 6000 c501 module. The initial result was 46 mg/l. The repeat result after recalibration was 24 mg/l. The repeat result with the urine patient sample in a hitachi cup was 1 mg/l. The reporter stated they expected a result of around 20 mg/dl as the patient was not diabetic.